Event description:
During evaluation of a returned spectrum pump, the device was found to power off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing of the device it would start up and run as long as the battery did not get jostled. If the battery was agitated the pump would shut off. This was caused by a loose battery which was replaced to address this issue. A device history review revealed no issues that could have caused or contributed to this issue.should additional relevant information become available, a supplemental report will be submitted.